Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a5, a6, b3, b5, d6b, e1, e3, h6.

Event description:
Healthcare professional reported right side side intracapsular rupture. Healthcare professional later reported capsular contracture baker grade unknown. The device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported right side intracapsular rupture. Healthcare professional later reported "aspect of fibrous capsule observed at clinical examination (grade unspecified)". The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, d.9, h.3, h4, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as fold flaw opening. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases, non-penetrating nicks and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side side intracapsular rupture. The device has been explanted and replaced with another manufacturer's device.